Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the connecting tube of the cuff had a crack; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the cuff could not be confirmed; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the connecting tube of the cuff had a crack; therefore, the component was removed and replaced. There were no patient complications reported.